Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was being replaced on the day of the report and the new ins had a faulty header block, specifically the lower port. The upper port of the header block came back perfect in the new ins, but the lower port showed everything greater than 40,000 ohms. They wiped the extension and re-plugged it, but the issue remained. They even switched the two extensions, as in the lower port into the upper port and vice versa, but the issue persisted in the lower port. They eventually just stopped trying with the new ins and tried another new ins that was on hand, which resolved the issue. The extensions were fine and not replaced. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37642 lot# serial# (B)(4), product type programmer, patient. Product ID: 37085-60 lot# serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 37085-60 lot# serial# (B)(4), implanted: 2011-(B)(6), product type: extension. Product ID: 3387s-40 lot# v822994, implanted: 2011-(B)(6), product type: lead. Product ID: 3387s-40 lot# v763711, implanted: 2011-(B)(6), product type: lead. (B)(4).